Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The root cause of the damaged component could also not be identified. The event can be detected/prevented in accordance with the following instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. [Warnings and cautions]. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunction: the suction cylinder (s-cylinder) was shaved, due to clogging of air/water (aw-tube) the water supply and air supply volume did not meet the standard value, due to wear of angle wire, the play of upward/downward (u/d) knob right/left (r/l) knob was out of the standard value, the adhesive on bending section cover (a-rubber) was detached/deteriorated requiring replacement, the a-rubber and switch box had discoloration, the control unit, grip distal end, image guide (ig) protector, objective lens, universal cord, light guide (lg) lens, and connecting tube all had a scratch, the connecting tube had leakage from the channel, the scope cover (s-cover), and universal cord had a dent. The lg lens had a chip, the ultrasound (us) connector of contact pins was corroded, the grip, control unit, right/left knob, and up/down knob all had discoloration, and due to damage on channel tube, the water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound videoscope had low angulation and the air/water (a/w) nozzle was blocked. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the acoustic lens had a scratch which reached to the glue layer, the forceps elevator had foreign material, and the balloon water tube (bw tube) was clogged with foreign objects. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.